Event description:
While implanted the stimloc bur hole cover, one of the screws broke. The distal part of the screw remained implanted in the patient's skull. The hcp used another screw and successfully implanted the stimloc. There was no patient injury associated with the event. The patient was ok afterward.

Manufacturer narrative:
(B)(4). (B)(4). The screw was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.